Event description:
On (B)(6) 2023 an ilet patient called in and reported their dexcom g6 continuous glucose monitor (cgm) information is off and instead the patient sees 3 dashes in the center circle of the ilet display. The patient reported this has happened a few times. At the time of the call the patient was not getting any blood glucose (bg) readings and the customer care agent asked the patient to check their bg levels via glucometer. The patient reported a bg of 477 mg/dl. The patient reported she got hungry about an hour prior calling customer care and had some food and did not announce a meal bolus. This could explain the high bg levels. The agent asked the patient to restart the ilet to see if the cgm connection comes back online. The three dashes were still shown on the screen after restart. The patient stated she will take an insulin injection to correct her high bg. The agent asked the patient to keep the ilet close by so the connection with the cgm can reestablish. The agent scheduled a follow-up call in couple of hours to make sure the patient is doing ok, and bg levels are down to target. A few hours later the agent called the patient back to check on her bg levels. At this time the patient's bg levels were at 285 mg/dl following the manual insulin injection and trending downwards. The patient declined to troubleshoot the cgm issue due to the time of night. The patient stated she has backup therapy and feels more comfortable using that for the night and troubleshooting tomorrow. She will give a follow-up call tomorrow to address the cgm issue. On 12/20/23 the patient called customer care back to connect the cgm sensor. The agent walked the patient through stopping the current sensor and reconnecting to a new sensor. The new sensor is in its warmup period and insulin delivery will be continued. The patient's current bg is 105 mg/dl. The agent advised they will follow-up in a few hours to ensure insulin delivery is resumed. Prior to the follow-up the patient called back in reporting her bg is running "high". The patient has not been getting insulin. The patient is not feeling well and vomiting. The agent advised the patient should seek medical assistance. The patient's daughter will call their healthcare provider. The agent and patient were finally able to complete the cgm sensor change. The final button ("next") was not tapped on the ilet thus the sensor was never started. The agent verified the cgm was reading on the ilet screen. Insulin delivery was resumed. On (B)(6) 2023 the patient reported she had to go to the hospital due to her high bg. The patient was admitted to the emergency room (ER) on (B)(6) 2023. While in the ER the patient received an insulin drip and a shot of insulin. The patient's bg rose to 471 mg/dl. The patient did not have ketones. The patient has been disconnected from the ilet since (B)(6) 2023. The patient has an appointment with a beta bionics clinical diabetes specialist on (B)(6) 2024 to get reconnected to the ilet. The patient has been using manual insulin injections (mdi).

Manufacturer narrative:
No product was returned for evaluation. Also, the ilet engineering logs have not been synced by the patient. As a result, beta bionics cannot perform an event history log review at this time. If the product is received and/or the engineering logs are synced at a later date beta bionics will investigate accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.